Manufacturer narrative:
The complaint of "had to use the foot pedal" could not be reproduced. Test mdu performed with and without known good footswitch. Complaint of "unable to retrieve custom settings" system error was confirmed. The cause of the system error is low 3v battery voltage (1.7v) for custom setting memory chip. This causes a loss of power to main pcb's ic with the custom settings memory. The device battery was replaced with a known good battery and control unit passed functional testing with no system errors and unit retained all custom settings. The unit is four years old. Manufacture date: april 2013. The complaint investigation has concluded the cause of the failure to be a defective electronic component. No containment or corrective actions are recommended at this time.

Event description:
It was reported there was a system error and error messages. Unable to retrieve custom setting and had to use the foot pedal. There was no backup available for use.